Manufacturer narrative:
Patient information not provided due to japanese patient privacy regulations. No procode, common device name, unique device identification (UDI) and/or 510k provided as this device is not released for distribution in the united states. A medtronic representative went to the site to test the equipment. It was reported that the computer for the navigation system was replaced. The computer has not been received by the manufacturer for evaluation.

Event description:
A site representative reported that, while in a hematoma evacuation cranial resection, the navigation system became unresponsive. It was reported that restarting the navigation system restored functionality. The surgeon completed the procedure with the use of the navigation system. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome. No additional information was provided.

Manufacturer narrative:
The computer was returned to the manufacturer for analysis. Functional testing and visual/physical examination was performed and no failure was found. The returned computer booted normally to the application screen. There was no unresponsiveness observed in any installed application. If information is provided in the future, a supplemental report will be issued.